Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2018 and suture was used. The suture was detached from the needle during sternal closure. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.